Event description:
The user received questionable tsh results form the modular core analyzer serial number (B)(4) for one patient. Initial thyroid function tests were carried out on (B)(6) 2011. The tsh result was 25.7 mu/l. Following these results, the patient was started on thyroxine replacement. On (B)(6) 2011 she was on 150mcg of thyroxine. The patient was drawn at this time and tsh result was 27.5 mu/l. The doctor did not believe the result fit the clinical picture so the sample was sent to another site to be tested on the delfia analyzer. From the delfia, the tsh result was <0.03 mu/l. It was unknown if the patient was adversely affected. The user believes the results were incorrect due to interference in the patient sample.

Manufacturer narrative:
This event occurred in (B)(6). Other assays related to this event are reported in medwatch report with patient identifier (B)(6).

Manufacturer narrative:
The investigation tested one sample from the patient. During this investigation an interfering factor to the fab2 fragment was identified, which might have caused the erroneous values. Possible interference due to extremely high titers of antibodies to analyte-specific antibodies was documented in product labeling.